Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2015 due to a high blood glucose level. Customer's blood glucose level was 361 mg/dl. She had a really bad headache, felt nauseous, and was tired. The customer was diagnosed with hyperglycemia. The customer was wearing the insulin pump at the time of the emergency room visit. The customer had been on the insulin pump since (B)(6) and it was her 4th emergency room visit. The customer treated her blood glucose with a lot of insulin. The device was not returned.